Event description:
During a aaa repair on a male pt, the valve would not sealed. There was at least 1 liter of blood found on the operative field. Therefore, another device was used to finish the operation. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Based on the information provided, the valve leak excessively during the procedure. Another device was used to complete the procedure. No adverse effect to the pt was reported. During investigation, a review of complaint history, device history record, instructions for use (IFU), quality control and specifications was conducted. Additionally, the complaint device was evaluated functionally and visually. The returned device was evaluated on (B)(6) 2015. The iris valve was not functional and two tears in the webbing of the silicone discs were identified. The valve was leak tested with a syringe and tap water. There was leakage with a dilator in place through the valve. There was no leakage without a dilator in place. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected for leakage. The MFR records were reviewed, and nothing of note was observed. There is no evidence to suggest the product was not manufactured to current specifications. The appropriate internal personnel have been notified. Cook will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation.